Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was connected to a PICC line and was being used to deliver normal saline via a plum pump. At an unspecified time, an unspecified syringe containing an unspecified volume of epirubicin was connected to the clave port of the cassette on the tubing set. After an unspecified length of time, it was reported that epirubicin was leaking from the "back of the administration set." The volume of solution that leaked was estimated to be "a couple of mls." The solution that leaked was cleaned up according to the user facility's protocol. There was no reported adverse pt effect and no reported delay in therapy critical for this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).